Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing came out of her site then woke up with a high blood glucose level. In the middle of the night, before this report, the patient was not feeling good due to high blood glucose in 300's mg/dl. When she was treating herself with her pump she noticed insulin was dripping down her leg and discovered the tubing detached from the quick-release portion. The site location was at left thigh for first infusion set and right thigh for second infusion sets. The infusion had been in use for day one for both the infusion sets. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the tubing was detached from the tubing connector. No further information available.